Manufacturer narrative:
Exact date unknown, event occurred a week ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg pocket site was oozing. The physician placed a new clean dressing on the incision site. The patient was placed on oral antibiotics.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago.

Event description:
It was reported that the patients ipg pocket site was oozing. The physician placed a new clean dressing on the incision site. The patient was placed on oral antibiotics. Additional information was received that the patient did not have an infection.